Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the nc emerge balloon catheter device. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was a shaft separation 22cm distal to the midshaft bond. The inflation lumen was stretched from the midshaft bond for a length of 22cm. At 7cm distal from the rapid port exchange, the guidewire lumen was stretched. The tip of the device was damaged. Product analysis failed to confirm the reported burst due to the damage present and the severity of the shaft separation, the balloon could not be further tested to detect a burst to the balloon.

Event description:
It was reported the balloon ruptured. During the procedure, the emerge balloon was inflated in the left main coronary artery two times at 14atm. During use, the emerge balloon ruptured. The broken part of the emerge balloon was held inside the guiding catheter, and the ruptured emerge balloon, guiding catheter and guidewire were all removed together as one unit. The emerge balloon was replaced to complete the procedure. There were no patient complications.

Event description:
It was reported the balloon ruptured. During the procedure, the emerge balloon was inflated in the left main coronary artery two times at 14atm. During use, the emerge balloon ruptured. The broken part of the emerge balloon was held inside the guiding catheter, and the ruptured emerge balloon, guiding catheter and guidewire were all removed together as one unit. The emerge balloon was replaced to complete the procedure. There were no patient complications.